Event description:
It was reported that the burr became stuck on guidewire. A 1.50mm rotalink plus and a rotawire drive were selected for use. During the procedure, it was noted that the burr became stuck on the wire. The burr did not retrieve without the rotawire backing off at the same time and both devices were removed together. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
B3: date of event is an estimated date based off the aware date as the exact event date was not reported. E1 initial reporter phone: (B)(6).